Event description:
It was reported that there was a malfunction on the pump, specifically displaying a malf 1 code, and no notable events occurred before the malfunction. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump; however, the malfunction code recurred. Consequently, technical support arranged for a replacement pump with updated software. The customer will use mdi as backup therapy to ensure insulin delivery continues uninterrupted.